Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ige ii on a cobas e 801 analytical unit. The sample initially resulted in an ige value of 7.75 iu/ml. The sample was repeated on a second analyzer on (B)(6) 2025, resulting in an ige value of 1037 iu/ml. The sample was repeated on the original analyzer on (B)(6) 2025, resulting in an ige value of 1038 iu/ml.

Manufacturer narrative:
No calibration influence was observed. Quality controls were within range. A general reagent issue can be excluded. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of alarm trace data showed no abnormalities around the time of the event. A few samples quality related alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.